Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump did not download properly to carelink due to a47 alarms noted in alarm history. A47 alarms due to corrupted history files. (B)(4).

Event description:
Caller reported that the insulin pump was not able to download from carelink. Blood glucose level was not provided. No further information was provided.